Event description:
During device replacement due to normal eri, externalized conductors were observed. Electrical performance was normal. Patient was asymptomatic. Physician elected to leave the lead in place and monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.